Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2. Reference MFR report: 3008829311-2017-00698. It was reported that one of the patient leads had migrated. X-rays were taken, however the results are unknown. As a result, the patient underwent surgical intervention wherein the physician replaced the lead located on the right side at s1. Patient has effective therapy post op.